Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation as there was no allegation against the functionality of the device. A review of the software flags surrounding the date of the reported issue was conducted. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the reported issue.

Event description:
A us distributor reported that a patient had developed neck and back pain after being fit with the lifevest. The patient reported that the pain was in the middle of her back and towards the side, just at the garment and electrode belt. The patient's physician advised the patient to stretch her back. The patient stated that wearing the lifevest around her waist and stretching her back improved the reported pain.